Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette during peritoneal dialysis therapy without an alarm. This event occurred during drain one of five while the patient was connected. The technical service representative recommended ending therapy. During troubleshooting, the nurse stated the patient had disconnected to go to the bathroom earlier, but it could not be determined if the patient had used proper disconnect procedures. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.